Manufacturer narrative:
D2a. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka d2b. Common device name: tubes, vials, systems, serum separators, blood collection e.1: initial reporter facility name: (B)(6). Investigation summary: bd received one unused sample and 2 photos for investigation. The presence of white fm on the sleeve, was observed both in the photos and in the returned sample. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: damaged and fm. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, white foreign matter was seen on the rubber sleeve of one device. No adverse impact was reported regarding the patient or user.